Event description:
It was reported that a patient was placed on the device with a standard circuit but the vent did not have any pressure. The ventilator was removed and the patient was bagged via their et tube. They were monitored via pulse oximetry and maintained good saturation. There were no medical issues or harm to the patient post event.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent physical damages. Functional testing performed with test patient circuit attached found at no time did the device drop in pressure or stop ventilating - suspect the luer was not connected properly when the patient circuit was attached. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. E4 is unknown, no information provided to date.